Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power supply voltage drifted due to a poor connection. Once re-connected and calibrated, the drift did not occur. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: bi71000450, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the customer had shared logs claiming that they had issues with starting exposures. Troubleshooting steps were performed and the logs showed a generator error "i2c e046". An "error 38 +5v" message was also displayed indicating that the power supply was out of range. The probab le cause of the issue was suspected to be due to a ps1 drift. No patient was present when the issue was identified.